Event description:
A malfunction occurred on the pump as reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.